Manufacturer narrative:
The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation (mr). It was reported that on (B)(6) 2022, a mitraclip was implanted per instructions for use (IFU) with both leaflets well inserted. The procedure was challenging and required 7-8 grasps in order to reduce mitral regurgitation (mr) from grade 4 to 2. The patient improved clinically after the initial procedure. On (B)(6) 2022, the patient presented decompensated and was hospitalized. Transthoracic echocardiogram was performed with evidence of a single leaflet device attachment (slda) of the posterior leaflet. Mr increased to grade 4. The clip was stable and attached to the anterior leaflet. The patient will be discussed for a re-do mitraclip procedure or mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to procedural conditions. The difficulty grasping appears to be related to patient anatomy. The reported mitral regurgitation (mr) is due to slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.